Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their pacemaker had an overestimation of battery life issue and was confirmed by tech services. The issue was not resolved and there were no patient consequences.